Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg eroded through their skin. Reportedly, surgical intervention was undertaken wherein the ipg was replaced with a new model resolving the issue.